Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the ipg was re-positioned and remains in use.

Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by patient's family member, that the patient is experiencing difficulty with the implantable pulse generator (ipg) due to the device is too big for patient's size, and the device will not stay under the armpit. The ipg remains in use, however, the patient is scheduled for surgery. No patient complications have been reported as a result of this event.